Manufacturer narrative:
The device has not been received for analysis, however, there is a picture attached in the complaint and confirm the irrigation extension tubing is observed totally detach from the luer fitting at the adhesive joint confirming the reported event of broken irrigation port. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellamap orion high resolution mapping catheter (orion) was selected for use during the ablation procedure to treat atrial fibrillation (a fib). It was reported that the irrigation port connection broke off from the catheter during preparation. The catheter was attached to the metriq tubing for flushing but the catheter moved. The device was replaced, and the procedure was completed successfully without patient complications. The device has been returned and analyzed.